Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 53 year-old female patient who had essure inserted (lot no. C51344). The patient had a medical history of bacterial vaginosis, offensive vaginal discharge, abdominal pain, polycystic ovary and vaginal bleeding (vaginal bleeding has been getting worsening pains building upto periods) in 2016, uti and hair loss in 2015 and allergy, numbness, vaginal itching, genital bleeding, coital bleeding, night sweat, hot flushes and abdominal distension. Concurrent conditions were listed as headache, taste metallic, back pain, frequency urinary, genital bleeding, pelvic pain female, ovulation painful, menstruation abnormal, pelvic pain female and lower abdominal pain. Concomitant products included mefenamic acid, trimethoprim, ofloxacin and metronidazole. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2023, 2846 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: macroscopic: uterus, cervix and tubes. Posteriorly opened uterus, including cervix, 8 cm fundus to external os, 4.2 cm cornu to cornu and 3 cm ap. The fallopian tubes are attached, 6 cm in length and unremarkable. Right tube in a, left tube in b. The cervix is unremarkable. The endometrium is thin. The myometrium contains fibroids, the largest 2.2 cm in maximum dimension. Final diagnoses: uterus, cervix & fallopian tubes: leiomyomas & adenomyosis. Microscopy: the cervix and fallopian tubes are unremarkable. The endometrium is atrophic and there is no hyperplasia or malignancy. The myometrium is atrophic and contains leiomyomas and foci of adenomyosis [ultrasound pelvis] on (B)(6) 2015: both devices were identified at the uterine fundus and were seen to extend laterally from upper endometrium to the outer myometrium and serosa. The medial end of the left and the right device appeared touching the lateral edge of the endometrium. Ultrasonically the devices appeared to be correctly positioned.; on (B)(6) 2022: bilateral essure devices are confirmed. The devices appear to extend across the serosal-uterotubal junction bilaterally, though with slightly more device within the cavity on the right. Conclusion: satisfactory positioning of the essure devices bilaterally as assessed sonographically. Batch no c51344 production date 2014-05-06 expiration date 2017-05-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 04-aug-2023: medical record received. Pathology test added. Lab data updated. Medical history & drugs updated concomitant conditions , drugs updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain") in a 53 year-old female patient who had essure inserted (lot no. C51344). Additional non-serious events are detailed below. The patient had a medical history of uti, musculoskeletal pain, allergy, numbness, vaginal itching, coital bleeding, bacterial vaginosis, offensive vaginal discharge, polycystic ovary and vaginal bleeding (vaginal bleeding has been getting worsening pains building upto periods). Previously administered products included: cerazette [cefaloridine] and micronor. Past adverse reactions to the above products included: abdominal pain with cerazette [cefaloridine]. The patient had a family history of asthma and diabetes. Concurrent conditions were listed as headache, taste metallic, back pain, frequency urinary, ovulation painful, menstruation abnormal and lower abdominal pain. Concomitant products included vortioxetine for depression, duloxetine for depression, fluoxetine for depression, mefenamic acid, trimethoprim, ofloxacin and metronidazole. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2023. On unknown date she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("abnormal bleeding"), device intolerance ("device intolerance"), dyspareunia ("dyspareunia"), abdominal distension ("bloating"), electric shock sensation ("electric shock sensations both in legs"), abdominal pain ("abdominal pain"), hot flush ("menopause symptoms present- hot flushes and night sweats some nights"), night sweats ("night sweat"), pain in extremity ("tender in the right pelvic area often radiates to right loin area and shooting/tingling pains down both legs"), device dislocation ("only able to see the right implant in the right tubo-uterine junction of uterus/ concerned sterilization implants may have migrated") and adenomyosis ("adenomyosis") and was found to have weight increased ("weight gain") and uterine leiomyoma ("leiomyomas"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). At the time of the report, the outcomes for pelvic pain, genital haemorrhage, dyspareunia, weight increased, abdominal distension, electric shock sensation, abdominal pain, hot flush, night sweats and pain in extremity were unknown. The reporter considered abdominal distension, abdominal pain, adenomyosis, device dislocation, device intolerance, dyspareunia, electric shock sensation, genital haemorrhage, hot flush, night sweats, pain in extremity, pelvic pain, uterine leiomyoma and weight increased to be related to essure administration. The reporter commented: surgery to remove the device including associated complications. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] on (B)(6) 2022: abdomen soft and palpable, no enlarged spleen or liver, no palpable masses, no guarding pain, tender right side upper/mid zone, no rif pain [pathology test] on (B)(6) 2023: macroscopic: uterus, cervix and tubes. Posteriorly opened uterus, including cervix, 8 cm fundus to external os, 4.2 cm cornu to cornu and 3 cm ap. The fallopian tubes are attached, 6 cm in length and unremarkable. Right tube in a, left tube in b. The cervix is unremarkable. The endometrium is thin. The myometrium contains fibroids, the largest 2.2 cm in maximum dimension. Final diagnoses: uterus, cervix & fallopian tubes: leiomyomas & adenomyosis. Microscopy: the cervix and fallopian tubes are unremarkable. The endometrium is atrophic and there is no hyperplasia or malignancy. The myometrium is atrophic and contains leiomyomas and foci of adenomyosis; on (B)(6) 2023: fallopian tubes are unremarkable [ultrasound pelvis] on (B)(6) 2015: both devices were identified at the uterine fundus and were seen to extend laterally from upper endometrium to the outer myometrium and serosa. The medial end of the left and the right device appeared touching the lateral edge of the endometrium. Ultrasonically the devices appeared to be correctly positioned.; on (B)(6) 2022: bilateral essure devices are confirmed. The devices appear to extend across the serosal-uterotubal junction bilaterally, though with slightly more device within the cavity on the right. Conclusion: satisfactory positioning of the essure devices bilaterally as assessed sonographically; on (B)(6) 2022: only able to see the right implant in the right tubo-uterine junction of uterus. Left adnexa poorly visualised. Normal ovaries [ultrasound scan] on (B)(6) 2015: both device were identified at the uterine fundus and were seen to extended laterally from upper endometrium to the outer myometrium and serosa. The medical end of the left and the right device appeared touching the lateral edge of the endometrium. Ultrasonically the devices appeared to be correctly positioned. Patient has been advised to stop current contraception. Batch no: c51344, production date: 2014-05-06, and expiration date: 2017-05-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 08-mar-2024: medical record received. New events hot flushes, night seat, leiomyomas & adenomyosis added. Lab data (surgical pathology report) updated. 08-mar-2024: medical record received. Abdominal pain, device dislocation & pain in extremity added. Historical drugs, lab data updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 53 year-old female patient who had essure inserted (lot no. C51344). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2023, 2846 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain") in a 53 year-old female patient who had essure inserted (lot no. C51344). Additional non-serious events are detailed below. The patient had a medical history of bacterial vaginosis, offensive vaginal discharge, abdominal pain, polycystic ovary and vaginal bleeding (vaginal bleeding has been getting worsening pains building upto periods) in 2016, uti and hair loss in 2015 and allergy, numbness, vaginal itching, genital bleeding, coital bleeding, night sweat, hot flushes and abdominal distension. Concurrent conditions were listed as headache, taste metallic, back pain, frequency urinary, genital bleeding, pelvic pain female, ovulation painful, menstruation abnormal, pelvic pain female and lower abdominal pain. Concomitant products included mefenamic acid, trimethoprim, ofloxacin and metronidazole. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("abnormal bleeding") and device intolerance ("device intolerance"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). At the time of the report, the outcomes for pelvic pain and genital haemorrhage were unknown. The reporter considered device intolerance, genital haemorrhage and pelvic pain to be related to essure administration. The reporter commented: surgery to remove the device including associated complications. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: macroscopic: uterus, cervix and tubes. Posteriorly opened uterus, including cervix, 8 cm fundus to external os, 4.2 cm cornu to cornu and 3 cm ap. The fallopian tubes are attached, 6 cm in length and unremarkable. Right tube in a, left tube in b. The cervix is unremarkable. The endometrium is thin. The myometrium contains fibroids, the largest 2.2 cm in maximum dimension. Final diagnoses: uterus, cervix & fallopian tubes: leiomyomas & adenomyosis. Microscopy: the cervix and fallopian tubes are unremarkable. The endometrium is atrophic and there is no hyperplasia or malignancy. The myometrium is atrophic and contains leiomyomas and foci of adenomyosis. [Ultrasound pelvis] on (B)(6) 2015: both devices were identified at the uterine fundus and were seen to extend laterally from upper endometrium to the outer myometrium and serosa. The medial end of the left and the right device appeared touching the lateral edge of the endometrium. Ultrasonically the devices appeared to be correctly positioned. On (B)(6) 2022: bilateral essure devices are confirmed. The devices appear to extend across the serosal-uterotubal junction bilaterally, though with slightly more device within the cavity on the right. Conclusion: satisfactory positioning of the essure devices bilaterally as assessed sonographically. Batch no: c51344. Production date: 2014-05-06. Expiration date: 2017-05-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 04-aug-2023: summons received. Event medical device removal is replaced with pelvic pain female. New events genital bleeding device intolerance added. New reporter lawyer added. Removal surgery details updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 53 year-old female patient who had essure inserted (lot no. C51344). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2023, 2846 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Batch no c51344, production date 2014-05-06, expiration date 2017-05-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 21-apr-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain") in a 53 year-old female patient who had essure inserted (lot no. C51344). Additional non-serious events are detailed below. The patient had a medical history of bacterial vaginosis, offensive vaginal discharge, abdominal pain, polycystic ovary and vaginal bleeding (vaginal bleeding has been getting worsening pains building upto periods) in 2016, uti and hair loss in 2015 and leg pain, musculoskeletal pain, allergy, numbness, vaginal itching, genital bleeding, coital bleeding, night sweat, hot flushes and abdominal distension. The patient had a family history of asthma and diabetes. Concurrent conditions were listed as headache, taste metallic, back pain, frequency urinary, genital bleeding, pelvic pain female, ovulation painful, menstruation abnormal, pelvic pain female and lower abdominal pain. Concomitant products included vortioxetine for depression, duloxetine for depression, fluoxetine for depression, mefenamic acid, trimethoprim, ofloxacin and metronidazole. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("abnormal bleeding"), device intolerance ("device intolerance"), dyspareunia ("dyspareunia"), abdominal distension ("bloating") and electric shock sensation ("electric shock sensations both in legs") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). At the time of the report, the outcomes for pelvic pain, genital haemorrhage, dyspareunia, weight increased, abdominal distension and electric shock sensation were unknown. The reporter considered abdominal distension, device intolerance, dyspareunia, electric shock sensation, genital haemorrhage, pelvic pain and weight increased to be related to essure administration. The reporter commented: surgery to remove the device including associated complications. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: macroscopic: uterus, cervix and tubes. Posteriorly opened uterus, including cervix, 8 cm fundus to external os, 4.2 cm cornu to cornu and 3 cm ap. The fallopian tubes are attached, 6 cm in length and unremarkable. Right tube in a, left tube in b. The cervix is unremarkable. The endometrium is thin. The myometrium contains fibroids, the largest 2.2 cm in maximum dimension. Final diagnoses: uterus, cervix & fallopian tubes: leiomyomas & adenomyosis. Microscopy: the cervix and fallopian tubes are unremarkable. The endometrium is atrophic and there is no hyperplasia or malignancy. The myometrium is atrophic and contains leiomyomas and foci of adenomyosis [ultrasound pelvis] on (B)(6) 2015: both devices were identified at the uterine fundus and were seen to extend laterally from upper endometrium to the outer myometrium and serosa. The medial end of the left and the right device appeared touching the lateral edge of the endometrium. Ultrasonically the devices appeared to be correctly positioned.; on 19-oct-2022: bilateral essure devices are confirmed. The devices appear to extend across the serosal-uterotubal junction bilaterally, though with slightly more device within the cavity on the right. Conclusion: satisfactory positioning of the essure devices bilaterally as assessed sonographically [ultrasound scan] on (B)(6) 2015: both device were identified at the uterine fundus and were seen to extended laterally from upper endometrium to the outer myometrium and serosa. The medical end of the left and the right device appeared touching the lateral edge of the endometrium. Ultrasonically the devices appeared to be correctly positioned. Patient has been advised to stop current contraception. Batch no c51344 production date 2014-05-06 expiration date 2017-05-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 08-dec-2023: medical record received. Events dyspareunia weight gain, bloating and electric shock sensation added. Medical history , concomitant condition , lab data & reporter information updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.